Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that at some point during a case, the site experienced an internal error message (error code 64). Recommended rebooting and if that does not resolve the issue then to delete the patient off the system and reload the patient. There was no patient impact reported. 2024-feb-21 interface update (rep): additional information was received. The type of procedure was a functional endoscopic sinus surgery (fess). The issue occurred intra-operatively. There was less than an hour delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, software version: 2.1.0; product ID: 9736411, multiple annex g codes were reported for this event. G02007 was coded for product ID: 9736411. G02008 was coded for product ID: 9735736, software version: 2.1.0 h3, h6: the system was serviced in the field and registration failed. The ssd was replaced. B01, c10, and d18 are applicable. Software data was received by the manufacturer for analysis. A software failure was confirmed. B01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.